Manufacturer narrative:
He subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the suction function of the subject device did not work. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged. This report is being submitted for the clogged nozzle found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, black solid foreign material clogged in nozzle was confirmed but could not determine the foreign material. The cause of the foreign material clogged in the nozzle could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation and additional information received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found bending section cover adhesive is worn out, light guide rod lens are chipped, distal end cover cap is damaged, crease on the connecting tube, universal cord has wrinkles, rubber on switch 1 and 2 buttons worn, seat holder unit corroded, biopsy channel is worn, angulations are out of specification, and insulation distal end resistance values are out specification. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the customer, which confirmed the reported event (foreign material / clog in the nozzle) occurred prior to the procedure.